Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event. Eval of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the tip of the tap broke off in the pedicle of the pt. The tip was not able to be retrieved.